Manufacturer narrative:
There may be cases in which our devices are implanted in a patient with active native valve or prosthetic valve/ring endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in death or removal of the newly implanted edwards device. When this occurs, the organisms causing the endocarditis were never completely eliminated; therefore, the event is not related to the newly implanted device. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that approximately two (2) months post implantation of this 19mm valve, the patient presented with post operative fever. An atypical mycobacterium was found in blood cultures [mycobacterium chelonae-fortuitum complex]. Through follow-up it was learnt that, before the implant of the edwards´valve, the patient was on IV antibiotics due to native valve endocarditis although pre-operatively, all blood cultures were sterile (no native endocarditis organism could be identified). At presentation there were no evidences of prosthetic valve endocarditis (no vegetations, leaflets moving properly). Patient status was reported as discharged.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. Without additional information the cause cannot be determined. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that approximately one month post implantation of a 19 mm aortic valve , there was valve degeneration leading to severe aortic regurgitation was detected. The patient presented with post operative fever and atypical mycobacterium was found. As reported, the surgeon sent the ot instruments for inspection and no bacterial infection was found.